Event description:
Per the clinic, the patient experienced an inflammation under the device and was prescribed with medication (specific type, date and duration not reported).

Manufacturer narrative:
This report is submitted on november 21, 2022.